Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that part of the outer seal had come off before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2021. D4: batch # u40l0r. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device and visual analysis of the returned sample determined that one 2h12lp universal seal was received with the universal seal cap separated from the universal seal base. During the visual inspection, the device was noted to have poor welding resulting in the universal seal cap and the universal seal base being separated. It should be noted that product failure is multifactorial. The energy directors have evidence of not being properly welded during the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.